Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient was diagnosed with a ventral hernia and underwent ventral hernia repair with implant of a ventralight st with echo. Allegedly immediately following the procedure, the patient continued to experience abdominal pain, nausea and fatigue. On (B)(6) 2014 - the patient underwent surgical drainage of an abdominal wall abscess, removal of the ventralight st mesh and placement of a wound vac. It is alleged the patient continues to experience chronic pain from the implantation of the mesh. The attorney alleges the patient experienced physical injury, physical pain and suffering and permanent injury.